Event description:
A malfunction was reported by the customer, who experienced repeated errors upon turning on the pump. There was no reported impact to the customer's blood glucose level. The pump could not be accessed, and the customer is expected to return the device for a replacement on (B)(6) 2025.